Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
During preparation for a medical procedure, the physician noticed that the tip of a neuron max 6f 088 long sheath (neuron max) was kinked/flattened when it was about to be inserted into the sheath. The damaged neuron max was found prior to use and therefore, was not used in the procedure. The procedure was completed using another neuron max.

Manufacturer narrative:
Please note it was initially reported that the device was available for return; however, additional information received on 30-nov-2017 from the sales representative confirmed that the device was disposed of by the hospital; therefore, the report was updated accordingly. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.